Event description:
Additional information was received that pre-implant dilation was performed. It was reported that turning the deployment knob was di fficult during deployment of the first valve, and 1 deployment attempt was made. During deployment of the second valve, the deployment starting point was at the bottom of the pigtail catheter and the valve dislodged in the aortic direction. Prior to valve dislodge ment, the implant depth on the left coronary cusp (lcc) was 2-3 millimeter's (mm), and the implant depth on the right coronary cusp (rcc) was 4-5 mm. After valve dislodgement, the valve was implanted approximately 3 mm above the annulus plane. It was noted that a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: the patient executive summary was not available for review; therefore, a comprehensive anatomical assessment could not be carried out. One intraprocedural fluoroscopic media file was provided for review. Fluoroscopic valve load inspection images were not provided; therefore, confirmation of appropriate valve loading could not be performed. It was reported that the first attempted valve was not deployed due to difficulties encountered during the attempted release. Media from the first attempt was not included in the materials provided; therefore, analysis of the reported issues could not be performed. It was further reported that a second valve was used. During the final release of this valve, the device dislodged above the aortic annulus. Prior to release, a depth assessment was performed in an undetermined angiographic view; however, accurate depth assessment was not possible due to suboptimal positioning of the reference pigtail catheter and the presence of parallax affecting visualization of the bioprosthesis. According to the evidence provided, the guidewire was slightly retracted from the ventricular wall, the pigtail catheter was withdrawn to the as cending aorta, and the valve was slowly released. Despite these actions, the valve was observed to migrate in the aortic direction immediately following release. Based on the limited information available, a possible contributing factor may include improper implant depth, premature ventricular contraction or valve under-expansion that could not be confirmed in the imaging provided. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle fully closed. The capsule over captured the proximal end of the nose cone. Delamination was observed over the nitinol reinforcing frame of the capsule. The capsule appeared slightly bent. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an in-fold noted. An in-house evfxplus-34 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. The in-house valve was deployed with no issues noted. There was damage observed on the threading of the screw gear. No other deformation evident to the remainder of the device. The reported event for unable to deploy could not be confirmed through analysis updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evfxplus-34; product serial number: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2026: na medtronic product ID: evfxplus-34; product serial number: (B)(6), product type: 0195-heart valves; na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, upon the deployment attempt with the first valve, the valve was unable to be deployed because it could not be released out of the delivery catheter system (dcs) capsule by turning the deployment knob. Another transcatheter aortic valve and dcs were then used, and following implantation, the valve dislodged. Subsequently, a non-medtronic valve was implanted.